Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that faint sound coming from insulin pump when worked. The customer¿s blood glucose level was unknown at time of incident. Customer states that insulin pump had low reservoir and low battery. Customer declined to troubleshooting. The insulin pump will not be returned for the analysis.